Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11.corrected field: h6 (medical device ¿ problem code), d4 (serial #, UDI #, version or model #).a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that when the unit was powered on, alarm code #14 was displayed on the home screen. Upon further inspection both pressure setpoint and vacuum setpoint were out of specification. Fse proceeded to recalibrate both setpoints and restarted unit. However, the cardiosave unit still alarming for code 14 and unable to perform a compress output test. Fse replaced the muffler <100 micron (0103-00-0499), scroll compressor (119-00-0236) and muffler,1/8 npt (03-00-0631). After replacing the components, the fse recalibrated both pressure and vacuum points. The unit was powered on and confirmed to have no alarms. The unit successfully completed an autofill and was able to run for one hour without issues. The unit functioned properly with an ECG simulator and was able to augment with multiple trigger settings. The error could not be replicated. Device passed all performance and safety tests according to factory specifications. Device was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cardiosave intra-aortic balloon pump (iabp) displayed error code 14. There was no patient involvement.